Event description:
Per the provider, xrays images showed the connection between the lead and generator was not okay. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
Patient was initially noted to have been referred for replacement an unknown reason. It was later reported that the patient had high impedance observed prior to generator replacement and was the reason the patient was referred. After generator replacement, impedance was noted to have resolved; however, high impedance was then observed again several months after generator replacement. Impedance was reported to have increased over device implant until it was above >9000 ohms. Device was able to supply the needed current (1.25 ma), but at interrogation, the physician noticed an error message with the output current (low). The patient was reported to be not feeling any pain and she has less seizures. It was stated that xrays from a few months ago showed no lead fractures. No known surgery has occurred to date. No additional relevant information has been received.